Event description:
The patient was in for a routine dye study. The catheter was very slow to aspirate but easy to inject. It was noted that the patient was getting good pain relief. The health care provider questioned partial occlusion. The catheter was replaced along with the pump as the pump nearing end of life. It was further noted that there was black sludge occluding the catheter tip holes. There was no reported injury and the patient recovered without sequela. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. The pump was replaced at the time the catheter was. The pump was nearing end of life. Pump memory logs were clean and free from any anomalies. The pump passed dispense accuracy testing. Analysis of the catheter (B)(4) revealed a slice or cut in the catheter body as well as a dark residue occlusion in the dispensing holes. The catheter was returned in two pieces with the anchor separate. It was noted that the distal segment had numbered cm markers while the proximal segment only had the markers. This indicated that a distal catheter revision was done at some point in time. A slice cut was found on the proximal portion of segment 2 and believed to have happened at explant. The distal portion of segment 2 dispensing holes are clogged with dark material and caused the catheter to be occluded at the time analysis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model # 8709 serial # (B)(4) implanted on: (B)(6) 2007 explanted on: (B)(6) 2012 8835 personal therapy manager serial # (B)(4). (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).